Event description:
Automatically ltv stopped and also turned off display. After 5 minutes, ltv was re-started. At same time tbn estp happened. According to the report from the hospital, the vent stopped supplying the air by itself, a display all disappeared. 5 minutes later, the vent operated by itself. The radio-cassette nearby also became no sound and then it operated at the same time.